Event description:
It was reported that a patient presented skin damage related to exudate leaking onto the tissue surrounding the wound. During the treatment with a renasys touch, the pump presented frequent and persistent blockage alarm that was not solved by any usual troubleshooting solutions, therefore, the patient decided to turn the device off to get sleep.

Manufacturer narrative:
(B)(4).